Manufacturer narrative:
This device was returned to mmdg for evaluation. During the investigation mmdg was able to confirm that the set was leaking at the filter. The set was sent to the supplier for further evaluation. The root cause appears to be use related.

Event description:
The initial reporter stated that they had a set that cracked at the filter and leaked. The initial reporter also stated that the leak was noticed during evaluation of the set. The leaking set never left the facility and was never used on a patient. (B)(4).